Event description:
It was reported that an over-current detection alert was received due to low high voltage lead impedance (hvli) on the right ventricular (rv) lead resulting in loss of high voltage therapy. Diagnostic imaging was performed and no abnormalities were observed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.